Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection, extending the entire length of the descending thoracic aorta. It was reported that during a follow-up CT on an unknown date, it was noted that the patient's type b dissection was filling retrograde, due to a distal fenestration pressurizing the false lumen and increasing the aneurysm size. Per the physician, the cause of the event was related to the patient's anatomy, due to the distal fenestration.   No additional clinical sequelae were reported and the patient is being monitored.